Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a hemostaic valve separation issue occurred. It was reported by the customer that the hemostatic valve on the carto vizigo¿ 8.5f bi-directional guiding sheath - medium was broken. The carto vizigo¿ 8.5f bi-directional guiding sheath - medium was replaced to resolve the issue. No patient consequences were reported. The customer¿s reported issue of broken hemostatic valve is considered to be an MDR reportable malfunction. On 2/18/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual inspection found the hemostatic valve dislodged inside of the hub. Friction ring and brim cap remain intact. The finding continues to be considered MDR reportable for the hemostatic valve separation.

Manufacturer narrative:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a hemostaic valve separation issue occurred. It was reported by the customer that the hemostatic valve on the carto vizigo¿ 8.5f bi-directional guiding sheath - medium was broken. The carto vizigo¿ 8.5f bi-directional guiding sheath - medium was replaced to resolve the issue. No patient consequences were reported. Device evaluation details: the device evaluation has been completed. The device was inspected and the hemostatic valve was observed folded inside the hub and a kinks were observed on the shaft at 1 cm, 9 cm, 17 cm and 63 cm from proximal. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer¿s complaint was confirmed. The root cause of the damage on the hemostatic valve inside the hub could be related to handling of the device during the procedure however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref # (B)(4).